Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed under sedation, and the activated clotting time (act) level was 400 seconds. Protamine was administered near the end of the procedure. Femoral images were taken and showed a right femoral dissection. A wire was used from the left side up and over, and a 6x40 mm non-medtronic balloon was used to occlude the injury. After the balloon inflation, the injury appeared resolved. Three non-medtronic closure devices were used (right femoral, left femoral and left venous). The patient was verbally responsive and about to transfer to a transport trolley when vital signs dropped. An echocardiogram was performed showing good placement and functioning of the aortic valve, but findings showed right ventricular (rv) tamponade possibly caused by the pacing catheter. Emergency pericardiocentesis was performed under echocardiogram and fluoroscopic guidance. Blood was aspirated from the rv effusion, and the output was given back to the patient. The patient was transferred for computed tomography (CT) imaging of the abdomen and chest. Upon return, a decline in the patient¿s conscious state and left sided weakness were noted. Brain CT imaging was performed and showed evidence of injury. The patient was transferred for rv repair and window but then was transferred to another facility via ambulance and basilar clot retrieval was performed. The patient was reported to be intubated and in the intensive care unit (ICU) with a glasgow coma scale (gcs) of 3. Additional information was received that right side access was used for the delivery catheter system (dcs). The minimum diameter of the access vessel was > 5 mm. The dissection occurred at the end of the procedure. The brain injury was confirmed to be a stroke. An echocardiogram was performed at the end of the case after the femoral dissection had been addressed and treated. The echocardiologist confirmed an rv perforation with tamponade and the team proceeded to perform the pericardiocentesis. Theatre rv repair was performed. One day following the valve implant procedure, the patient was extubated and self-ventilated with a gcs of 13. Mild left sided weakness remained.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed under sedation, and the activated clotting time (act) level was 400 seconds. Protamine was administered near the end of the procedure. Femoral images were taken and showed a right femoral dissection. A wire was used from the left side up and over, and a 6 x 40 mm non-medtronic balloon was used to occlude the injury. After the balloon inflation, the injury appeared resolved. Three non-medtronic closure devices were used (right femoral, left femoral and left venous). The patient was verbally responsive and about to transfer to a transport trolley when vital signs dropped. An echocardiogram was performed showing good placement and functioning of the aortic valve, but findings showed right ventricular (rv) tamponade possibly caused by the pacing catheter. Emergency pericardiocentesis was performed under echocardiogram and fluoroscopic guidance. Blood was aspirated from the rv effusion, and the output was given back to the patient. The patient was transferred for computed tomography (CT) imaging of the abdomen and chest. Upon return, a decline in the patient¿s conscious state and left sided weakness were noted. Brain CT imaging was performed and showed evidence of injury. The patient was transferred for rv repair and window but then was transferred to another facility via ambulance and basilar clot retrieval was performed. The patient was reported to be intubated and in the intensive care unit (ICU) with a glasgow coma scale (gcs) of 3.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolutfx+ valve; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-09-01; use by date: 2027-09-01; implant date: (B)(6) 2026; FDA site ID: 9617601. Continuation of d10: product ID l-evolutfx-2329 (lot: 0013079390); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the dissection was unknown, and it was reported that the dissection could have happened at anytime during the procedure. Additionally, it was reported that the stroke was not related to the valve, and more likely related to the rv perforation. Per the physician, the stroke was not related to the dcs. The cause of the rv perforation was the rv pacing catheter. The rv perforation was not related to the dcs.